Event description:
A user facility reported to olympus that during a procedure, the evis exera iii bronchovideoscope was loose and deformed with rattling, detachment and tilting of the biopsy channel. There was no harm or user injury reported due to the event

Manufacturer narrative:
The device was returned to olympus for evaluation, the evaluation confirmed the reported event of deformation of the biopsy channel. The evaluation found the device channel to be leaking. Additionally, the light guide tube was also torn on the scope connector boot. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.